Event description:
Reportable based on device analysis completed on february 26, 2025. It was reported that the device failed to inflate. The target lesion, which was 50% stenosed, was located in a moderately tortuous and mildly calcified vessel below the knee. A 3.0 x 60 x 150 mm sterling balloon catheter was advanced to the site for dilation. During the procedure, an attempt was made to inflate the balloon; however, the pressure continuously dropped, and the balloon did not inflate as expected. The device was subsequently removed, and further attempts to inflate the balloon outside the body confirmed the presence of a leak. The procedure was successfully completed using an alternative device, and no patient complications were reported. Analysis of the returned device revealed the presence of a longitudinal tear.

Manufacturer narrative:
The device was returned for analysis. Visual inspection identified multiple kinks within the guidewire lumen inside the balloon. Microscopic analysis further revealed a longitudinal tear in the balloon, located 30mm from the tip and measuring approximately 34mm in length. Examination of the remaining components of the device showed no additional damage or irregularities. Product analysis confirmed the presence of a longitudinal tear in the balloon.